Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. Traces of moisture were noted at the lcd board per visual inspection. The pump also had a cracked case at the display window corners, minor scratches on the lcd window, and a stained end cap sticker.

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 262 mg/dl. Customer stated the alarm occurred after changing the battery. The customer could not recall any significant events leading to the alarm. The customer stated they were at the beach and it began to rain prior to the alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.